Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section a2, b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Additional information was received on 13mar2025: the procedure being performed was a left heart cauterization with a 6fr 2.0mm sheath. It is unknown if an pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion was reported. The angio-seal did not deploy correctly in the patient after the heart cath was completed. The estimated blood loss was 50ml. The patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received an FDA medwatch # (B)(4). The event description states: "angio-seal did not deploy correctly in the patient after heart cath was completed. Staff had to hold manual pressure for 45 minutes to prevent hemorrhage."

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct section h10 as the related report number in the initial report was inadvertently submitted as 201022-2025-001 instead of the correct number which is 201022-2025-0001. The attachment in the initial report was correct however it was labeled incorrectly as well, therefore it is being attached again with the correct labeling.